Event description:
One incident of a leg rash just after the first time a pt was dialyzed. The dialyzer was changed to a fresenius f-70nr and the rash went away. The center administrator did not recall the exact date in 2002 the event occurred, or whether or not pt received any treatment for the rash.